Event description:
The customer reported mixed up images. No patient injury was reported.

Manufacturer narrative:
A ge representative elvaluated the system and determined the hard drive needed replacing, but customer wants to wait to find out if a missing image can be retrieved. (B) (4).